Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude, high pacing thresholds, high out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. Technical services clarified that a lead fracture is most likely the root cause of the issue given the evidence and analysis of the system. Furthermore, inappropriate anti-tachycardia pacing (atp) was delivered by the device due to the noise and oversensing. Further evaluation of the patient and reprograming of the device were discussed. Ultimately, it was decided to surgically abandon and replace this device. No further adverse patient effects were reported. Additional information was received detailing that this device has been emitting audible tones, it is suspected that this is due to the device reaching battery capacity depleted (bcd). Further evaluation of the patient was discussed. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude, high pacing thresholds, high out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. Technical services clarified that a lead fracture is most likely the root cause of the issue given the evidence and analysis of the system. Furthermore, inappropriate anti-tachycardia pacing (atp) was delivered by the device due to the noise and oversensing. Further evaluation of the patient and reprograming of the device were discussed. Ultimately, it was decided to explant and replace this device. No further adverse patient effects were reported.